Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not startup. Upon troubleshooting, rse reviewed the system log files and found that the pd.comp.dcps power supply to be out on the back of the b-cabinet. To resolve the issue, pd.scomp.dcps power supply was replaced and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.